Manufacturer narrative:
Date sent 10/21/1998. Proximate linear cutter: based on info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples without incident. The staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. The batch history records were reviewed with no anomalies noted for missing staples. Therefore, it could not be determined why all the staples did not fire through the tissue. As no specific info was provided as to where along the staple line the staples were not present, further analysis could not be performed.

Event description:
It was reported that a tlc55 was used during a sigmoid colectomy (open) procedure. It was reported by the affiliate that the surgeon stapled the area of recto-sigmoid junction with tlc55, 1st firing. Not all staples in cartridge, but a 6cm hole in anastomosis and the knife cut through tissue. Situation rectified by use of sutures. Hospital withdrawing batch, faulty sample sent to m.d.a.